Event description:
The customer's wife called because she was unable to wake the customer up. The customer's blood glucose reading was 58 mg/dl. The customer's wife gave him orange juice and honey. The customer's wife then contacted paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.